Event description:
A call was placed to technical services on 04/27/2011. Caller stated that this atrial lead was noisy. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).